Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented to clinic for a follow up, oversensing of noise was observed on the atrial channel. Isometric testing was successful in reproducing the noise. Lead function otherwise was good and normal. Programming changes were made. It was later reported that far-r waves were being oversensed on the atrial channel. Programming changes were made successfully.